Event description:
It was reported by the customer that a pyxis medstation system server was down and user unable to log in. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the e drive on the database server was full, which prevents the user's to log in. A technical support specialist changed the job user to cfnservice, then manually run all the backup job and shrink the database to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large 2016 server w/sql.